Manufacturer narrative:
"This complaint cannot be classified do to the missing sample and missing further information. We did not receive a sample but only got informed, that a catheter was removed and replaced by another one at a new position. The removal was possible without any problems. However, the pulled catheter was not checked for integrity. Cardiac ultrasound suggests that there is material in the pulmonary artery. CT confirms the assumption and reveals fragments in the pulmonary artery and the brachiocephalic vein. The patient is doing well (transferred to neonatology at the ch of agen for the end of the hospitalization). It was finally decided not to proceed with the removal of the fragments by catheterization. The anti-thrombotic treatment is continued, a control will be done in 3 months. The catheter fragment is in the process of being embedded in the wall of the pulmonary artery. The catheter tube obviously snapped into two fragments, probably during insertion process, as no difficulties were detected during withdrawal of catheter. We did not get further information. Having checked the batch history records, no deviations were found. Each catheter is flow and leak tested during production. The tensile force and dimensions of catheter components are randomly checked. The average value of tensileforce for the involved catheter tube 7g12692000, batch: 0310707001 was 8.9 n and therefore within our specification. Incoming goods inspections and two 100% visual tests after packaging are carried out. This is the first complaint for batch: 270820gg and the very first complaint regarding an obviously snapped and fragmented catheter tube on code 1252.225 within the last three years. No further corrective action was initiated by quality management due to the missing sample and the lack of information, no root cause analysis can be made.

Event description:
The catheter was removed and replaced by another catheter at a new position. The removal was possible without any problems. However, the pulled catheter was not checked for integrity. Cardiac ultrasound suggests that there is material in the pulmonary artery. CT confirms the assumption and reveals fragments in the pulmonary artery and the brachiocephalic vein.

Manufacturer narrative:
The results of this investigation are still pending, and will be communicated to FDA within 30 days of its conclusion.

Event description:
The catheter was removed and replaced by another catheter at a new position. The removal was possible without any problems. However, the pulled catheter was not checked for integrity. Cardiac ultrasound suggests that there is material in the pulmonary artery. CT confirms the assumption and reveals fragments in the pulmonary artery and the brachiocephalic vein.